Manufacturer narrative:
The serious events of swelling and infection at the implant site were considered expected and possibly related to the treatment. Serious criteria included the need for hospitalization and treatment with IV antibiotics. The patient reported the alternative etiology of a possible underlying infection at the implant site prior to the injection. The case meets the criteria for expedited reporting to the regulatory authorities. The events are already addressed in the labeling. No action is needed. A trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14563. (B)(4). Exemption number: e2015005.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 12-oct-2017, with a follow-up report on 20-oct-2017 and 17-nov-2017 by a health professional which refers to a female aged (B)(6) years. She had a fitzpatrick skin type iii-IV. She had normal, combination, olive skin. Medical history included: one pack per day for 30 years smoker, caesarean section times three, tummy tuck (abdominoplasty), and hysterectomy. In the past she had cold sores and fever blisters. Concomitant treatment included: multivitamin, omega, vitamin d, atorvastatin and sunscreen. She had no known allergies. The patient had previously received treatment with restylane and other fillers and had not had any negative outcomes. The other fillers included radiesse [durapatite] under her eyes in 2015. On (B)(6) 2017, the patient received treatment with 1 ml (0.5 ml under each eye) restylane silk (lot 14563) to tear trough with cannula needle and unknown technique. Patient also received 50u of dysport to the glabellar lines and 5u to the frontalis. 9 days later, on (B)(6) 2017, the patient went for a massage and had severe swelling(implant site swelling) at tear trough. 11 days later, on (B)(6) 2017, she presented to the hcp with swelling under the left eye. The tear trough area was massaged and patient was instructed to do this at home as well. 12 days later, on (B)(6) 2017, the patient was offered an appointment to return to see the injector as the area was not improving and was getting worse. Instead she visited her pcp and was given unspecified meds for a mild infection(implant site infection) at tear trough. The patient did not think the infection was from the filler but an underlying infection that she might have had prior to the injection. 20 days later, on (B)(6) 2017, the patient was admitted to the hospital for treatment of the swelling with IV antibiotics and oral antibiotics. The patient was due to be discharged on (B)(6) 2017. Treatment for the adverse event included: massage, unspecified meds, and oral and IV antibiotics(antibiotics). Reporter causality: unlikely for the injection and not assessable for the substance. Seriousness criteria applied due to condition necessitating medical intervention for infection. According to the 17-nov-2017 follow-up report the swelling started on the right side cheek on (B)(6) 2017, then on both cheeks where injected two weeks later. Outcome at the time of the report: swelling was recovered with sequelae. Infection was recovered with sequelae. This case was initially assessed as non-serious/non-reportable, however with the additional information received on (B)(6) 2017 the case was reassessed as serious/reportable due to the hopsitalization.

Manufacturer narrative:
The serious events of swelling and infection at the implant site were considered expected and possibly related to the treatment. Serious criteria included the need for hospitalization and treatment with IV antibiotics. The patient reported the alternative etiology of a possible underlying infection at the implant site prior to the injection. The case meets the criteria for expedited reporting to the regulatory authorities. The events are already addressed in the labeling. No action is needed. A trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14563. Galderma laboratories, l.p. Is submitting this report on behalf of q-med ab. Exemption number: e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on (B)(4) 2017, with additional information received on (B)(4) 2017, by a health professional which refers to a female (B)(6) years. Medical history, concomitant treatments, and allergies were not reported. The patient had previously received treatment with restylane and other fillers and had not had any negative outcomes. On (B)(6) 2017, the patient received treatment with 1 ml (5 ml under each eye) restylane silk (lot 14563) to tear trough with cannula needle and unknown technique. Patient also received 50u of dysport to the glabellar lines and 5u to the frontalis. Nine 9 days later, on (B)(6) 2017, the patient went for a massage and had swelling (implant site swelling) at tear trough. Eleven 11 days later, on (B)(6) 2017, she presented to the hcp with swelling under the left eye. The tear trough area was massaged and patient was instructed to do this at home as well. Twelve 12 days later, on (B)(6) 2017, the patient was offered an appointment to return to see the injector as the area was not improving and was getting worse. Instead she visited her pcp and was given unspecified meds for an infection (implant site infection) at tear trough. The patient did not think the infection was from the filler but an underlying infection that she might have had prior to the injection. Twenty 20 days later, on (B)(6) 2017, the patient was admitted to the hospital for treatment of the swelling with IV antibiotics. The patient was due to be discharged on (B)(6) 2017. Treatment for the adverse event included: massage, unspecified meds, and IV antibiotics(antibiotics). Outcome at the time of the report: swelling was recovering/resolving. Infection was recovering/resolving. This case was initially assessed as non-serious/non-reportable, however with the additional information received on 20-oct-2017 the case was reassessed as serious/reportable due to the hopsitalization.